Event description:
It was reported that the customer rec'd multiple occlusion alarms during bolus delivery. After receiving the alarm, the customer would resume insulin and/or change the tubing. The customer's blood glucose level wasn ot impacted. The customer reported that the cartridge was changed about every 4-5 days. Troubleshooting by tandem tech support was not performed because the customer was not wearing the pump at the time of the report.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hrs. The product has not been returned for eval. Should new relevant info becomes available a supplemental report will be submitted.